Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510k # k062195.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6), 2010 alleging that the onetouch ultra meter has a calcode issue. The patient's diabetes is managed with self adjusting insulin. The calcode issue began on the morning of (B)(6), 2010. The patient did not take any action in regards to his diabetes management at the time of concern. Approximately one hour later, the patient reportedly develop symptom of "shakiness." There was no allegation of medical intervention for acute complication of diabetes due to the issue. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the calcode issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptom that can be associated with hypoglycemia after product issue began.